Event description:
Three devices (cev633-1a, cev669bg, and cev6795b) were returned for repair to mxi service and repair.

Manufacturer narrative:
(B)(6). Concomitant medical products: device 2 of 3: cev669bg (lot: 111101) - manufacturing date: 11/2011. Device 3 of 3: cev6795b (lot: 111105) - manufacturing date: 11/2011. Cev633-1a: evaluation of cev633-1a indicated that the electrode was in short circuit. The electrode coating was damaged and presented traces of burning. The cause of the damaged was most likely a result of contact with another coagulating instrument or at the formation of an electric arc because of the damaged coating. Cev669bg: evaluation of cev669bg indicated no problem detected on the instrument and that it was functioning as designed. Cev6795b: evaluation of cev6795b indicated that the tube ring was slightly damaged. The damage was most likely a result of impact and excessive abrasion. Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. (B)(4).